Manufacturer narrative:
All buttons function properly. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. No abnormal rewind or unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 01/22/2025 10:32:20.000 in pump downloaded history. No failed battery test noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test listed in the pump history download. The pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and cracked battery tube threads. Pump passed functional testing. No failed battery test, abnormal motor rewind, keypad anomaly, or unexpected insulin flow blocked alarms noted during analysis. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rejected new battery, louder rewind, unexplained no delivery alarms, non-responsive buttons, lost pump settings, crack on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1715kl, mmt-332a. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-397a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1715kl. Product return status for mmt-332a is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.